Event description:
Information reported that the power cord electrical safety reading failed. No injury alleged.

Manufacturer narrative:
Technician found that the power cord had no ground. Replaced the power cord to resolve this issue. Bed located in bed shop.